Event description:
A 4.0mm x 9mm ave micro stent ii was successfully placed at the target lesion in the left main coronary artery. After the stent was post-dilated with a ptca balloon, in intravascular ultrasound catheter was introduced into the left main coronary artery, but could not be placed satisfactorily. It was then noticed that the ave stent had moved from its deployed position and was protruding into the aorta. The stent was snared to the right groin, where it remains in the pt. Another MFR's 4.0mm diameter stent was then placed at the same lesion site in the left main coronary artery. Subsequent intravascular ultrasound revealed that the inner diameter of the target vessel was actually 5.0mm. A 5.0mm diameter ptca balloon was utilized to post-dilate the stent to the appropriate size for the vessel. The pt tolerated the procedure well and there was no add'l clinical sequelae reported relative to the event.